Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur head broke off outside of the patient. There was no delay in the procedure as a result of this event. A new bur was used to complete the procedure. There was no patient impact or injury.